Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call display anomaly, rewind anomaly, failed battery test and cosmetic damage on the insulin pump. Customer¿s blood glucose level was unknown. Customer advised the insulin pump rejected batteries, display screen was dim, the insulin pump would grind during the rewind process. Customer declined to troubleshoot the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No missing segment or partial display, rewind anomaly or grind noise anomaly noted. Device was received with normal operating currents and passed rewind test, self-test and displacement test. No unexpected low battery, weak battery , battery out limit and failed battery test alarms noted during testing. Device had stripped battery cap coin slot (p), broken battery tube threads. (B)(4).